Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The lens was cut from edge to center, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if a qualified products was used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for the explant vision was under-corrected. The iol was exchanged for advanced technology intraocular lenses (atiol) model 2 months 18 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one and half diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.